Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported. This crt-p has returned for analysis.